Event description:
It was reported patient was revised on right knee due to infection. Doctor did an I & d, insert exchange.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return as well as operative notes, patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Additional devices listed in this report: cat # 5510f602, lot # ej3rm, description: triathlon cr fem comp #6 r-cem; cat # 5520b500, lot # ej7nm, description: triathlon prim cem fxd bplt #5; cat # 5551-g-350, lot # d0p0, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported patient was revised on right knee due to infection. Doctor did an I & d, insert exchange.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. The lot code provided, lty561, is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.